Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: a review of the black box showed a power on reset event. A crack was found in the battery compartment at the threads to the left side of the grip pad down to the seal. The threads on the battery cap were stripped and were unable to fit. A test cap was able to fit for testing. The intermittent power issues was duplicated during the investigation. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no further loss of power issues occurred. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment. The pump was opened to find no moisture.